Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam y connector leak on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
Hotline had customer replace the bottle.